Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler syndrome, subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.

Event description:
Device is not able to be interrogated. The patient showed up to the ER after receiving multiple shocks and after that the device was not able to be interrogated. It was recommended to change out the device. Device explanted on (B)(6) 2021.